Event description:
It was reported on (B)(6) 2011 that the patient experienced a loss of therapeutic effect, leading to loss of bladder control. There was no known accident or incident related to the complaint. The patient increased the amplitude from 1.65 volts to 1.75 volts. It was later reported that the patient lost therapeutic relief, and had been trying to adjust the implant to try and find relief. Additional information received from the hcp reported that the cause of the event was unknown. The hcp noted that impedance measurements of over 4,000 ohms were seen. The patient experienced inefficacy as a result of the event, and the device was turned off. The patient was considering bladder botox. The patient did not require hospitalization, and experienced a non-serious injury/illness.